Event description:
Patient reported ¿deflation¿ this record is for the left side. Device has been explanted and replaced.

Event description:
Patient reported, ¿deflation¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Upon explant the left side saline device was found ruptured with a small crease and puncture. The capsule was contracted down. Total capsulectomy and mastopexy was performed.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening assessed as fold flaw opening and three openings assessed as surgical damage. As per the investigation procedure creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.